Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was a black line on the pump screen. Reportedly, the customer denied a pump replacement. The customer stated that the buttons were able to be pressed and that the pump is functioning. The customer's blood glucose level was not impacted.